Event description:
It was reported that the telemetry of the remote monitor continues to come on even without being touched. The patient has tried to unplug and reset the monitor however it continues to beep in the telemetry phase in spite of not toughing the start button. A new monitor is being sent to the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Further review prompted a change in the device analysis results. The change is reflected in this report. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.